Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information from the field representative indicated the physician tried to extract this lead but was unsuccessful. There were no additional adverse effects reported. The product was surgically abandoned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.